Event description:
It was reported that during a shoulder procedure, the wand had a f4 hardware failure. The procedure was completed with a backup device, it is unknown if there was a delay, no further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future re-occurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
The unit used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual evaluation of the rf12000, q2 controller serial number (B)(6) shows that the warranty seal is untouched and in its original condition. No visible manufacturing abnormalities were found. After powering up, the device generates an ¿f4. Hardware failure¿ associated with an alarm sound and the red attention led. The failure could not be reset; the complaint was verified and the root cause could be determined to an electrical component failure. Factors that could contribute to the reported failure includes; (1) incorrect power cycling of the controller (2) wrong connection; no containment or corrective actions are recommended at this time.